Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Low bg cause was not known. Customer was unsure if they consumed carbohydrates or glucose tablets to address bg. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose was 224 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.